Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a pump error (power system error) and it was the first time that it occurred. Customer's blood glucose was 7.8 mmol/l. Customer was already disconnected and stated that his mother removed the battery. Customer stated that the notification light continued to flash. Customer was advised to wait for it to stop flashing and then insert a new battery and clear the alarm. Customer was advised to follow the prompts for the time and date and complete the reservoir tubing process. Customer was advised to monitor the issue and to call back if it occurs again within 4 hours.